Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient stopped charging their ipg as recommended as they were not receiving the desired therapy, rendering the ipg inoperable. In turn, surgical intervention may be pending to address the issue.